Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived in a decontaminated condition. The complained instrument will be analyzed in more detail at a later time, therefore, this is a preliminary investigation. Investigation - we made a visual inspection of the device. It exhibits no outward defects. After the visual inspection and the mechanical function test (clamping and cutting), we measured the resistance of the reported non-activated trigger button. During the function test, we were able to reproduce the mentioned error. In a further step in the investigation we opened the instrument (grip housing). There are no visible damages or dirt residues on the components. It was determined that the switch was obviously in a good condition without any damages and abnormalities. The contact chamber of the switch is in a clean condition without visible pollution. There are visible traces of oxidation on the electrical connections. This could be an indication of an instrument reprocessing. Batch history review - the manufacturing documents have been checked a found to be according to specifications valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause - based on the information available as well as a result of our investigation, it is not possible to determine a possible root cause for the failure. Rationale - further, more detailed investigations are necessary to determine the root cause of the failure. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the disposable endoscopic device. The caiman instrument was being used for a colectomy. After about 1/2 hour of use, the jaws were open and the device button was not being triggered, when activation occurred. Sealing and coagulation is to occur only when the jaws are safely closed and the button is pushed; also, an alarm did not sound in this instance. The device was no longer used and instead a new instrument was opened to successfully complete the procedure. The incident happened while the forceps was inside the patient but there was no serious harm or intervention necessary.